Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm vibration anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose was 11.2 mmol/l. The customer stated went to swimming after that the display went blank with beeping. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The customer stated the display was blank even after receiving a new battery cap. Troubleshooting was performed and noticed the display did not return after restart. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.